Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During implantation in an emergency situation, the 23f introducer sheath could not be advanced adequately due to anatomical reasons, so that the planned implantation of the pump had to be aborted. The patient's health was not affected by this abortion. The introducer-sheath-set, the guidewire, and the purge_system were discarded, the pump is available.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: rp pump, sn: (B)(6) was returned. Pump analysis: introducer was not returned for review. The pump was not implanted & visual inspection found no issues on the pump. Failure to advance: the cause of the failure to advance most likely was patient condition due to the patient's anatomical vasculature. Pd-any device- (twist, bent, kinked): the cause of the pd-any device- (twist, bent, kinked) most likely was patient condition due to the patient's anatomical vasculature.